Event description:
Information received related to a study conducted outside of the u.s. Staing that angioplasty was performed due to restenosis on the target lesion, approximately 5 months after stent implantation. The procedure was successful.